Event description:
A medtronic representative reported that while in an ent procedure, the surgeon alleged a 2-4mm inaccuracy during navigation. Prior to registration, the surgeon took bone out of the patient's nose; utilizing an original scan done 6 months earlier. Three tracer registrations were performed; the first attempt failed; the medtronic representative repositioned the emitter and explained to the surgeon the need to trace lightly and not apply pressure to the skin. The second attempt passed; when the surgeon checked accuracy on the nose, it was 1mm off. The surgeon had inserted the straight suction into the nose and deemed it to be inaccurate. The third attempt again passed. The surgeon was accurate on the tip of the nose and the inner eye, but the straight suction, when put up the nose, was 2-4 mm off. The surgeon opted to proceed with navigation and used the endoscope to verify accuracy. The procedure was completed with the use of the fusion navigation system. There was no negative impact on the patient outcome reported.

Manufacturer narrative:
System was tested on site by medtronic personnel. Unable to replicate event. No software logs were returned to manufacturer. No further information available to evaluate, unable to determine root cause of reported. Issue.

Manufacturer narrative:
Due to character limitation the entire patient identifier is (B)(6). A medtronic representative evaluated the system on site. All instruments passed multiple registration and navigational checks for accuracy. Software has not been evaluated as of the date of this report.